Event description:
It was reported that the atrial lead demonstrated high threshold measurements. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a distal portion of the lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addrl1 implantable pulse generator (ipg) 2013-(B)(6), 4004m58 implantable pacing lead 1991-(B)(6), 4058m58 implantable pacing lead 1991-(B)(6), (B)(4).